Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging coughing, fluid on his lungs, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer initially received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged alleging coughing, fluid on his lungs, nasal/throat irritation or soreness. There was no patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Evidence of water ingress on the blower and blower box. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. Black contamination inconsistent with degraded sound abatement foam was observed on the bottom of the blower box and is likely due to liquid ingress. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed that there were no instance of errors on the device. Pil was not able to confirm the presence of degraded sound abatement foam in the device. Pil is unable to address the symptoms described. Pil can confirm the presence of contamination in the airpath. Section d8, d9, g3 has been updated. Section h6 has been updated.